Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated surgical intervention occurred and the hematoma was drained. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant use and failed back surgery syndrome. It was reported that patient fell after surgery. He didn't tell anyone and then he developed a larger hematoma. When the home infusion agency ((B)(4)) went to fill his pump for a refill they noticed the problem. They couldn't access the pump so they sent patient to the emergency room (ER) who decide to give him a binder. They were still unable to fill. Patient being decreased to minimum rate to prolong drug being in the pump. Current date of low reservoir was (B)(6). Surgery was not until (B)(6) because patient was on blood thinners so he couldn't do surgery this week. The environmental/external/patient factors that may have led or contributed to the issue was patient fall. For diagnostics/troubleshooting, the hcp tried to fill the pump. At the time of this report, the issue was not resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the hematoma was evacuated. The pump was left at minimum rate. The patient was to meet with the pain doctor or pentech to have pump refilled. No further complications were reported/anticipated or expected.